Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd nexiva closed i.v. System with bd vialon biomaterial the safety mechanism wouldn't disengage. There was no report of patient impact. The following information was provided by the initial reporter: needle from nexiva stuck.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 4-apr-2022. H.6. Investigation: our quality engineer inspected the sample and video submitted for evaluation. Bd received one used retracted non-decouple nexiva device. In addition, one video was received for investigation. Upon inspection of the customer video and the received unit the defect of failure to decouple was confirmed. The needle is fully retracted, and the v-clip has released the winged adapter, however the two components have not separated as expected. Further inspection revealed that the winged adapter is unable to rotate which likely indicates adhesive between the grey tip shield and the winged adapter. Additionally, adhesive was observed on the outside of the tip shield in a common location that occurs when it also gets between the tip shield and the winged adapter. Significant force was applied, but the components were impossible to separate to get to the exact location of the excess adhesive; however, secondary clues discussed above indicate that the defect is most likely a result of adhesive between the tip and grip shield. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to excessive adhesive during the dispense adhesive station. Operators perform in process sampling for retraction and adhesive issues per the sampling plan. Adhesive dispensers are also challenged and inspected per the quality plan. Preventative maintenance (pm¿s) is also performed to check and ensure proper function of the adhesive valves. Pm¿s were reviewed and found up to date during the manufacturing of this lot. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported while using bd nexiva closed i.v. System with bd vialon biomaterial the safety mechanism wouldn't disengage. There was no report of patient impact. The following information was provided by the initial reporter: needle from nexiva stuck.